Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer quality (cq) conducted an investigation of the returned device 357.005 / f-14007 we have received a drill bit for investigation. The visual inspection has shown that part of the tip section is broken out. The broken tip was not returned for evaluation. Additional it was detected, that the cutting edges are damaged and worn out. There were no other damages or signs of misuse detected. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The measurements of the hardness after the hardening procedure were between 54.0-54.9 hrc also within the specification of 52 +3/0 hrc. Due to the damages the relevant dimension could not be measured. Based on these findings we exclude any manufacturing related issue. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Implant and explant dates: device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Initial reporters phone number: (B)(6). Device history records review was conducted. The report indicates that the: part #357.005 lot. #f-14007. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 15. Jan. 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that on receiving loan set from distributor (B)(4) specialist checked it and found out that drill is broken , cutting part of the drill is partly broken. A protection sleeve s tip is damaged. Drill sleeve has no spring for fixing the guide wire in the tread and scrolls on the axis of the focusing guide. Another drill sleeve has no spring for fixing the guide wire in the tread. This complaint involves four parts. This report is 1 of 1 for (B)(4).